Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 2464aao-20 leg attachment pad for corometrics fetal scalp electrode cable was not very sticky and comes off during an assessment with the patient. Further investigations with the users, it has revealed it is not only an adhesive issue, but also connection between the pad and the spiral electrode. The customer confirmed that there was no patient harm associated with the reported event.